Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Problem code 1074 captures the reportable investigation result of balloon burst. Visual examination of the returned complaint device found that the balloon was burst. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found that the balloon burst. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.